Event description:
User facility mandatory medwatch rec'd that stated: "I was plugging in an IV pump. I was using the red outlet on the left side of the bed underneath the monitor. When I plugged in the pump, I rec'd a shock in my left arm. I took the pump out of service and notified maintenance via security." Upon further query, info was rec'd that indicated a healthcare professional rec'd a "shock". However, it was not specified if there were any adverse effects to the healthcare professional or if any medical interventions were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The customer contact indicated the power cord was replaced at the user facility and the device was returned to clinical service.